Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. Approximately .04" broke off of the driver tip but was not returned. There was no significant wear or damage identified across the length of the driver. Torsional and oblique fracture patterns were found at transition of hex into radius. A torsional fracture pattern likely indicates an excessive twisting load (torsion), while the oblique fracture pattern likely indicates some side loading (bending) was also applied to hex tip. Additional mdrs associated with this event: 3025141-2021-00060: screw, 3025141-2021-00061: plate.

Event description:
While implanting an aculoc 2 plate, a locking screw was being implanted. The driver tip broke off in the screw head while inserting the screw. The tip of the driver could not be removed and was left implanted.